Manufacturer narrative:
The device history records (DHR) for the device have been reviewed. The associated device was released based on company's acceptance criteria. During an onsite visit, field service engineer (fse) performed preventive maintenance. The system meets specification as per service installation record(sir). Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. The treatment could be identified based on the declared treatment progress. Treatment had been performed but aborted at 58% progress. Secondary energy too low message prompted an interruption of the treatment. This message was followed by two options given to the user to either continue or abort. The customer might have pressed the wrong key which aborted the procedure. It can be confirmed that treatment has not been performed completely. Secondary energy too low message might occur if the gas bottle was closed and the customer forgot to open it before treatment. The user then would need to perform a gas change. This message might also have occurred if the laser pedal was not pressed firmly and shutter did not open immediately. The recommendation then would be to firmly press on or off the foot switch. However, the above mentioned messages are not device errors but messages that could be cleared with ok button. The root cause for the aborted treatment could not be determined conclusively. However, no malfunction could be confirmed. Most probable root cause is user handling: the user aborted the treatment by pressing the wrong key. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A field service engineer (fse) reported a procedure was aborted at 58%. Upon follow up, an optometrist reported that this is a weird case. The laser log files say that the treatment did not complete but the patient is seeing well at one day post-operative visit. The patient is still seeing well and will not be seen again till three months post lasik.